Manufacturer narrative:
(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided a 2-lumen catheter with the distal extension line tied in a knot 2 cm above the juncture hub. Water was injected into the line using a 10 ml syringe and a leak was observed 5 cm below the hub. Visual examination under magnification found a cut/puncture in the extension line. A device history record review was performed with no relevant findings. Since the catheter was in use for 35 days before the leak occurred, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the catheter was inserted into the patient (B)(6) 2015. On (B)(6) 2016, solution was found leaking from the distal lumen. As a result, the catheter was removed from the patient and a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.